Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, plaintiff was implanted with ams pelvic mesh products (hereafter referred to as pelvic mesh product). The pelvic mesh product was implanted with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the "plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal body tissue, dyspareunia, additional surgery and other injuries." The plaintiff's attorney also alleged that the plaintiff has experienced "significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury" and "plaintiff was required to and did employ health care providers."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. The type of mesh device was not specified.